Event description:
Problem: MFR's recall-conductive gel within the defibrillation electorde pad deteriorates to a liquid rendering the pads difficult to use. Action: remove from use any unused heartstart defibrillation electrode pads of the above product catalogue number and lot codes. Notify laerdal-med customer svcs of the quantity of unused pads to arrange replacement and recovery of affected stock. Background: laerdal med have informed mda that they are recalling batches of heartstart defibrillation electrode pads because the polymer structure of the gel may break down releasing liquid. The gel may turn a whitish or brown colour. The deterioration in the polymer is not detectable during storage and will only be identified when the electrode pad is about to be used. Laerdal med will be writing to all customers who have been supplied with affected batches to arrange replacement electrodes.